Event description:
During a lap endometriosis resection procedure, the device failed during operation and error code 5 could not be rectified so they put on another device and it worked fine. No pt consequence.